Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : death, aortic rupture, cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an emergency endovascular treatment for a ruptured thoracic aneurysm using gore® tag® conformable thoracic stent graft with active control system. The patient complained of back pain several days ago, and it was reportedly due to a sealed aneurysm rupture. After a 2-debranch bypass, the first device (tgm343420j) was implanted in the descending aorta. The second device (tgm454520j) was deployed from a position where its partial uncover stent covered the brachiocephalic artery. Following implantation, the blood pressure (measured at the right hand) decreased, and occlusion of the brachiocephalic artery was suspected. Angiography revealed that the brachiocephalic artery was covered by the second device, and blood flow was reduced. Additionally, aortic regurgitation (inflow of contrast medium into the heart) was also confirmed. There was no st elevation observed on the monitor. A covered stent (non-gore device) was initially placed in the brachiocephalic artery as a treatment. Blood flow to the brachiocephalic artery was improved; however, the heartbeat remained weak. Cardiac massage and adrenaline administration were performed, and the patient initially recovered, but a few minutes later, ventricular fibrillation occurred, and the patient went into cardiac arrest. Percutaneous cardiopulmonary support (pcps) was initiated, but the patient did not recover. Echocardiography showed blood leakage into the left thoracic cavity, and fresh blood was confirmed by puncture. It could not be determined whether the blood leakage into the left thoracic cavity was due to a re-ruptured aneurysm during the procedure or from bleeding caused by the initial rupture prior to the procedure. Cardiac massage was continued, but the cardiac rhythm could not be restored, and the patient expired. No autopsy information is available. The physician's comments: the definite cause of death is unknown. There were no choices in life-saving measures other than tevar, and the intervention itself was not an incorrect choice. Several possibilities are as follows: insufficient blood flow to the brachiocephalic artery due to its coverage by the ctagac. However, this event alone is not believed to have affected the cardiac rhythm. Guidewire manipulation resulting in damage to the valve leaflets and aortic regurgitation. The guidewire potentially interfering with the anastomosis of the ascending aorta for coronary artery bypass grafting. Aneurysm re-rupture due to elevated pressure caused by cardiac massage and adrenaline administration.